Event description:
It was reported that the patient had a fall and experienced a shocking sensation from the implantable neurostimulator (ins) a couple of months ago when trying to synchronize with the programmer component of the system. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v610557, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).